Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250 ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been discarded.